Event description:
The customer observed falsely elevated alinity I toxo igg results for one patient. The following results were provided (>3.0 u/ml is reactive): on (B)(6) 2025, sid (B)(6), initial result 7.8 u/ml, repeated 0.1 and 0.2 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k/PMA/bla number k210596.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 66439be00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I processing module assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66439be00. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 66439be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 66439be00 was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for one patient. The following results were provided (>3.0 u/ml is reactive): (B)(6) 2025 sid (B)(6) initial result 7.8 u/ml, repeated 0.1 and 0.2 u/ml. No impact to patient management was reported.